Manufacturer narrative:
Perforator was returned for evaluation: DHR - there is no indication that the production process may have contributed to this complaint. All test results passed procedural specifications. Failure analysis - visual inspection utilizing unaided eye performed: the unit had a worn eo label and had marker drawn on the blue sleeve. Spring test attempted: unit passed the spring test and functioned as designed. Functional test performed: unit successfully drilled 5 holes with no issues and functioned as designed. Based on the performed evaluation the complaint condition could not be confirmed. Root cause - remains undetermined. Product was received for analysis and the investigation could not confirm the complaint condition. Possible root cause per the failure analyst ¿drill allows to be set incorrectly¿ or ¿user misuse.¿

Event description:
N/a.

Event description:
A facility reported a perforator (ID 261221) did not stop while doing a burr hole, it went trough the scull make a small cut in the dura and brain.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.